Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she put in her last sensor yesterday and her threshold suspend was activated. Customer stated that her blood glucose was 168 mg/dl at the time. Customer stated that she put in her sensor 2 days ago and she has been having a large difference between the sensor glucose and blood glucose readings with this sensor. Customer's current blood glucose reading is 126 mg/dl and sensor glucose value is 90 mg/dl. Difference between readings was not within an acceptable range. Troubleshooting was performed and it was explained that the sensor may be responding to changes in glucose. The customer was advised to call back if issues recur with the sensor.